Event description:
A flammability event was reported after application of 3m cavilon advanced skin protectant that was applied in preparation for application of a wound vac in the operating room during a cardiac surgery. A cautery device was used to cauterize a small blood vessel, which resulted in a small flash flame and first degree burn with erythema on the chest at the incision site. Minor treatment was reported and the burn healed well. An in-service was conducted for operating room staff by 3m after the incident occurred. The product IFU contains warnings that 3m cavilon advanced skin protectant is highly flammable until it has completely dried on the skin and should only be applied when no ignition sources or heat-producing devices are in use.

Manufacturer narrative:
Patient information was not provided. Estimated date of event since the exact date was not reported. No lot number was provided. 3m¿ cavilon¿ advanced skin protectant was used with electrocautery. The IFU contains warnings that 3m cavilon advanced skin protectant is highly flammable until it has completely dried on the skin and should only be applied when no ignition sources or heat-producing devices are in use.

Event description:
A flammability event was reported after application of 3m cavilon advanced skin protectant and use of electrocautery in the operating room during a cardiac surgery. Erythema on the chest at the incision site was observed. An in-service was conducted for operating room staff by 3m after the incident occurred. The product IFU contains warnings that 3m cavilon advanced skin protectant is highly flammable until it has completely dried on the skin and should only be applied when no ignition sources or heat-producing devices are in use.